Event description:
Dealer states that the operator valve is defective.

Manufacturer narrative:
During testing and repair at the service center, the unit alarming or red light. This was due to operator valve is defective that led to the malfunction.